Event description:
It was reported that the user experienced persistent hyperglycemia with readings over 300 mg/dl while using the ilet, after announcing meals of approximately 40 grams of carbohydrate; the user reported frequent infusion set issues and noted extensive abdominal scar tissue, and support advised a full supply change and to place the infusion set in an area with less scar tissue. Symptoms included elevated blood glucose. Outcomes included troubleshooting and user education with no alerts or alarms and no hospitalization. Investigation included review of use conditions and coaching on infusion site rotation and appropriate wait time for insulin action. Investigation of this case revealed that scar tissue at the infusion site could affect insulin delivery through potential cannula kinking or subcutaneous insulin pooling, and that the user replaced four infusion sets in one day and did not allow adequate time for glucose reduction before making further changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.